Event description:
It was reported that during surgery on (B)(6) 2015, the maxillary sinus and ethmoidal cellules on the left side were open, nasal sinus neoplasm was removed, hemostatic sponge was kept for 48 hours, antibiotic sliver, gel sponge and gauze were also implanted. Surgery was successful. Two days after surgery the left eye of the patient became swollen and had conjunctival congestion, and the left eye is blind now. Ophthalmologic consultation draws the conclusion that it is orbital syndrome, which is caused by inflammation. The patient was treated with antibiotics, steroid pulse therapy and trophic nerve therapy. Swelling of the eyeball was alleviated. Hospital feedback reported that there is no bacteria in the nose, but pus was found in the eyes by puncture. Bacteria testing showed that it is streptococcus viridans. Vision of the patient now is not improved.

Manufacturer narrative:
This device is used for therapeutic purposes. Note: streptococcus viridans (alpha (-) hemolytic) is a known gram positive bacteria found as part of the normal flora of mucosal surfaces, predominantly oral. (B)(4). Product evaluation: analysis could not be performed; device discarded by user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.